Manufacturer narrative:
(B)(4). Indicator wheel failure, malformed clip the device was received with the jaws in closed position and with one pear shaped clip jammed in the jaws. Once the jaws were cleared the device was cycled, fed six scissored clips and three conforming. During each actuation of the trigger a clip was fed into the jaws and the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, possible cause is the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In order to avoid this issue do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired twice and both times the clip never came out of the jaw. A new device was used to complete the procedure. There was no patient impact.